Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inspection results (measurement, testing data) not verified by iqa assignee". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labelling review was not required because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurses had noticed the tubing kinked off itself. It did not occur all the time. But when it did, the nursing staff felt that the tubing had different quality. It appeared flimsy and more malleable. It was also stated that when it kinked, the urine would drain, but very slowly. Per follow up, it was reported that the same event was witnessed by the customer at iowa lutheran campus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurses had noticed the tubing kinked off itself. It did not occur all the time. But when it did, the nursing staff felt that the tubing had different quality. It appeared flimsy and more malleable. It was also stated that when it kinked, the urine would drain, but very slowly. Per follow up, it was reported that the same event was witnessed by the customer at iowa lutheran campus.